Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead exhibited noise oversensing. The physician elected to cap the rv lead on (B)(6) 2025 and a new lead was implanted successfully. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that a patient presented remotely via merlin. Net and the over sensed noise on right ventricle (rv) lead had led to pacing inhibition. The patient was stable throughout.